Event description:
It was reported that during a procedure, the unit did not function as intended. Further, the unit stopped and provided a message to send to service. The unit shut off and the surgeon felt that the pressure was higher. It was further reported by the surgeon that the patient had an increase of joint swelling.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.